Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset but the error recurred. There was no reported adverse impact to the customer. Customer will continue using the current pump until a replacement is received.